Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The event log was reviewed, and it was confirmed that there was an abrupt power off during an infusion. This is seen on line 311 where there is log_event_on line without a log_event off with it. Event 310: log_event_run time: 165:21:14 rate: (B)(4) reason: log_run_cause_prog_run event bytes: 03 21 14 00 11 00 01 4a. Event 311: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff event.bytes: 00 ff 00 d5 ff 2b fd. During a functionality test, the pump powered off immediately. The reported issue is not confirmed. The pump meets passing criteria.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/10/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.